Manufacturer narrative:
The lens was received and inspected under 10x magnification. Results confirm the lens is a multifocal lens. Haptics and optic are intact, no visible damage. Optic is clear and shows no cosmetic non-conformities. Glare is a known and labeled possible side effect of all multifocal intraocular lenses. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.

Event description:
The surgeon reported the intraocular lens was explanted without complication 2 1/2 months after implantation due to the patient's inability to adapt to the glare. A known and labeled possible side effect of all multifocal lens implants.